Manufacturer narrative:
Patient demographics received. Initial reporter name received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the procedure was a sacroiliac and thoracolumbar l5-s1 fusion. There was a delay to the procedure of 20 minutes. The site used a c-arm to complete the procedure.

Manufacturer narrative:
Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software review was unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated, however the field service engineer noted that the error message did occur in the system logs. The imaging system then passed the system checkout and was found to be fully functional. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a procedure, the 3d spin happened, but while it was transferring to the navigation system both the imaging system and the navigation system became unresponsive. The site rebooted both the navigation system and the imaging system. Once the systems were up the site tried to manually push the image to the navigation system since there was a nav tag on the image and there was green line of communication between the systems. However, when trying to transfer it over to the navigation system the mobile view station (mvs) showed an error stating failed to upload dicom. The site chose to abort the use of navigation and imaging. There was no reported impact on patient outcome.